Event description:
It was reported that after using bd vacutainer® ultratouch¿ push button blood collection set, when the phlebotomist activated the safety mechanism, the colored wings came apart from the wingset's translucent body. No patient impact reported.

Manufacturer narrative:
D.2. Medical device type: one additional code applies; jka. E1: (B)(6). D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. "Material #: 367364. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."